Manufacturer narrative:
The device was returned to the MFR and an eval is anticipated. This report will be updated when the eval is complete.

Event description:
It was reported that the handpiece is leaking fluid from where the handpiece connects to battery at the bottom. There was no pt involvement or adverse consequences related to this event.